Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2011-01280. It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system in (B)(6) 2011 (exact implantation date unknown). An obtryx halo single system device was reportedly also implanted during this procedure. Following the implantation procedure, the patient reportedly had been returning to the physician every week complaining of glutial and thigh pain. Reportedly, the patient's thigh pain has resolved, and her gluteal pain has gotten a little better. However, she cannot sit down without having to lean to one side. The patient was reportedly mildly incontinent prior to the procedure, but has become completely incontinent following the procedure. The patient's cystocele repair reportedly "looks great," and the physician is performing a cystoscopy and urodynamics on the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.